Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-pacer dependent patient received a vibratory alert, low pacing lead impedance and increased capture threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to retract. Decreased r-wave amplitude was noted during the procedure. It was noted that the patient had an extremely tortuous anatomy. The patient was doing well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.